Event description:
It was reported that the ilet¿s luer connector snapped inside the device during attempted removal, and the user applied pliers to twist the connector, after which they could not reattach it; the connector was later removed and the user reported no ongoing issues. Symptoms included no changes in blood glucose. Outcomes included no injury and no medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed user technique contributed to the connector damage. It was concluded that the event was attributable to improper handling, and the device function was restored after removal of the damaged connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.